Event description:
It was reported that during an unknown procedure, the device was faulty. No other details were provided. No patient consequence reported. The device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with I blade damaged and the upper jaw detached and returned. The device was connected to the generator and it was recognized. Because the jaw was detach not all testing was performed with the generator. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaws and the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.